Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to request the pharmacy (rx) verification. A technical support specialist confirmed that the user was unable to request rx verify or obtain a validation code. The user will have the pharmacy send medications instead. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, an rx-verify error occurred. The customer reported being unable to request rx-verify and unable to obtain a validation code. As a result, medications were obtained through pharmacy support. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.